Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination and tactile inspection revealed a complete hypotube separation 85cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20x4.0mm target lesion was located in the moderately tortuous and a moderately calcified right coronary artery (rca). A 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use to treat the lesion. However, the physician noted that the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20x4.0mm target lesion was located in the moderately tortuous and a moderately calcified right coronary artery (rca). A 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use to treat the lesion. However, the physician noted that the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.